Manufacturer narrative:
The device was returned for evaluation. Analysis revealed evidence the coil was stretched starting approximately 2.5cm from distal end of coil, and continuing to the knot-tie at the proximal end. The knot and monofilament were noted to be intact and connected to pusher. The strain relief was slightly folded on one side. There was no evidence of damage to the pusher. Based on the investigation and provided information, the complaint of a detached implant cannot be confirmed. The implant coil was attached to the pusher and not broken; however, the coil was noted to be stretched. The specific root cause of this complaint cannot be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for evaluation. The investigatioin is currently underway. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00109.

Event description:
It was reported that during treatment of a left groin a-v fistula, the embolization coil broke off in a bern catheter and appeared to separate. There was no reported intervention or patient injury. The current patient's status is reported to be "fine."